Event description:
(B)(4). I woke up looking 7 months pregnant I am not pregnant not do I wish to be they are saying it is gas but myself and others with essure are all having the same issue I've never just woke up like this it hurts!

Event description:
(B)(4). Issues are still happening finally going thru hysto to take care of my pain!